Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The memory content of the device was inspected. The inspection revealed that the ICD activated the eri status because, during an automatic signature check, the device detected invalid memory content in a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there was invalid memory content found in the battery data, by design the ICD will activate the device status eri to avoid an incorrect automatic longevity calculation. Furthermore, it was reported that the ICD was re-initialized on (B)(6) 2019 and it remains implanted. An evaluation of data obtained after re-initialization showed no indication of a device malfunction. The presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from invalid memory content in the battery data. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies was not affected. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection, the eri battery status could be confirmed. The battery voltage of the device corresponds to the eri status, however an inconsistency of battery voltage and current consumption was noted. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
On (B)(6) 2019, 1 percent battery longevity was reported on homemonitoring. Patient was brought in for evaluation and a ram dump was performed. Based on the results of the data analysis, this event is reportable. The device remains implanted at this time.